Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead insulation was damage during a device change out. The physician tried to replaced the lead however due to a patient condition the lead was attempted. This lead remains in service as the physician determined that therapy was not compromise no additional adverse patient effects were reported. Dm